Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The investigation identified that the problem was the unavailability of some table movements. According to the additional information acquired, the system was in clinical use at the time of the reported event. The customer was preparing for an emergency procedure, which was discontinued. Log file analysis identified an issue with the table's longitudinal potentiometer, but no evidence of a boot-up issue was identified. A philips field service engineer (fse) inspected the system on site and replaced the longitudinal potentiometer. After replacement, the system was returned in good working condition and was ready for clinical use. The longitudinal potentiometer was returned for further analysis. Functional testing was performed and identified a cable defect. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation identified that the system's table could not be moved. If motorized table movements do not work as intended, the c-arm, patient, or staff can be repositioned (for instance, the c-arm projection can be changed, or the table can be manually panned down). If manual movements of the table are not available, the region of interest can be centered by rotating the c-arm, or the table brakes can be released by pressing the geometry e-stop button. Based on the results of the investigation, philips has re-evaluated this complaint as not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.